Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the data files showed a failed mixing pump for this arctic sun device. Biomed stated they would order and replace the mixing pump onsite. Per additional information received on (B)(6) 2022, biomed was called to the bedside for alert 113 (reduced water temperature control). System diagnostics showed outlet monitor temperature (t1) was 28.3c, outlet control temperature (t2) was 28.3c, inlet temperature (t3) was 28.5c, chiller temperature (t4) was 4c, inlet pressure was -7 psi, circulation pump command was 65 percent, mixing pump command was 100 percent, heater was 0 percent, water reservoir level was 5, system hours were 8101 and pump hours were 5829. Mss advised the nurse to send the device to biomed labeled alert 113 (reduced water temperature control) and mixing pump. Nurse would find another device and call back if they had any issues continuing therapy with the new device.

Event description:
It was reported that the biomed was called to the bedside for alert 113 (reduced water temperature control). System diagnostics showed outlet monitor temperature (t1) was 28.3c, outlet control temperature (t2) was 28.3c, inlet temperature (t3) was 28.5c, chiller temperature (t4) was 4c, inlet pressure was -7 psi, circulation pump command was 65 percent, mixing pump command was 100 percent, heater was 0 percent, water reservoir level was 5, system hours were 8101 and pump hours were 5829. Mss advised the nurse to send the device to biomed labeled alert 113 (reduced water temperature control) and mixing pump. Nurse would find another device and call back if they had any issues continuing therapy with the new device. Per additional information received on 25aug2022, the data files showed a failed mixing pump for this arctic sun device. Biomed stated they would order and replace the mixing pump onsite. Per additional information received via biomed on 02nov2022, the mixing pump was replaced.

Manufacturer narrative:
The reported issue was confirmed. The device was not returned. The root cause of the reported issue is a failed mixing pump. It is known that the device did not meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device history record review was not required as event was not an out of box failure. The labeling review was not required since complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The device was not returned.